Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-70581). 1818910-2019-108074 is being retracted as it is a report duplication. Original MFR-(1818910-2018-70581) will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 16 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was utilized in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to failed total knee arthroplasty with severe bone loss on the left side, decreased function, and pain. The interoperative notes reported finding of metallosis, and gross loosening of all components, and unknown interfaces. The surgeon indicated all components were removed with no additional bone loss. The surgeon reported all membranous tissues surrounding the tibia, femur, and patella were removed exposing non-contained defects of the tibia on the femoral side with significant bone loss. The patient was implanted with unknown knee system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2017, (lt knee).